Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -11.5 into the patient's left eye (od) on (B)(6) 2017. The patient experienced excessive vault, so the surgeon explanted the lens intraoperatively, resolving the problem. There is no plan to exchange the lens.

Manufacturer narrative:
Corrected data: type of reportable event: it should be corrected from "serious injury" to "malfunction" in the initial and supplemental MDR #1. (B)(4).